Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a healthcare professional in 2023 (patient could not recall exact date) with an infection that developed at the infusion site while wearing the pod. It was reported that the site was red and swollen. The patient was treated with unspecified antibiotics and the infection resolved within 3 weeks. The patient reported that since this incident they have been using skin tac to prepare the site and have not experienced any further issues with subsequent pods.